Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip was able to open at 3/4, but it was not possible to completely open it. The clip was able to close but could not be released from the catheter. It was noticed that the handle got stuck. The device was ripping by ripping it off. The procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the clip was able to open at 3/4, but it was not possible to completely open it. The clip was able to close but could not be released from the catheter. It was noticed that the handle got stuck. The device was ripping by ripping it off. The procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be released. Block h11 investigation results: the returned resolution 360 clip device was analyzed, and it was found that the device was returned with the clip assembly attached and stuck into the bushing. No other problems with the device were noted. The reported event of clip could not be released was confirmed. It possible that during the procedure, the connection between the bushing and the capsule had a problem and it provoke that the bushing and the capsule got stuck between them. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.